Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. Reportedly, the pump emitted low battery alarms more often than expected by the user. The battery was changed multiple times and the alarm was not resolved. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 02/17/2014. Device evaluation:the device has been returned and evaluated by product analysis on 01/31/2014 with the following findings: during investigation, the pump powered on to the verify screen normally. Three replace battery alarms were observed in the alarm history on 12/08/2013 immediately following a low battery warning. The pump was exercised for 24 hours with a 1 unit per hour basal program. No warnings or errors occurred during testing. The pump case was removed and no evidence of moisture contamination or loose components was observed inside on the pump. The complaint of frequent low battery alarms was not able to be duplicated during the investigation.